Manufacturer narrative:
This MDR was created in error and is a duplicate of (B)(4).

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer¿ winged safety push button blood collection set had the butterfly needle not retract. No injury or medical intervention.